Manufacturer narrative:
The returned device was evaluated and performed as designed. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no signs of struggle during the run that would indicate a fluid path occlusion like a kinked cannula. No other defects or deficiencies were identified during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450; (B)(4); rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 14 mmol/l (252 mg/dl) while wearing the pod between 1 and 4 hours. The patient noted the cannula was bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied. The patient's bg levels then decreased to 7 mmol/l (126 mg/dl).